Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿insulin should be at room temperature before filling the cartridge.¿no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 279 mg/dl and it was addressed with a correction bolus. During troubleshooting with tandem's technical support, it was noted that there were air gaps and that the customer filled the cartridge with cold insulin. The customer primed the tubing to remove air bubbles.